Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. As received, the monitor's pulse pin on the belt receptacle was burnt. The cause for the test failure was isolated to the damaged belt receptacle. The root cause for the thermally damaged receptacle could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.